Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported that a liquid crystal display (lcd) had no image, the unit was dead. No patient involvement or injuries were reported. No additional information has been obtained.